Event description:
A medication considered cytotoxic was being prepared for administration. The tubing was connected, primed and ready to hook into the pt's IV. A crack in the tubing was noted after priming. It was not connected to the pt, so the pt was not affected. The product is lifeshield/hospira microbore extension set, 7 inch with locking spin collar. The lot number was not obtained but the unit only had the listed lot number stocked.